Event description:
The bactiseal evd catheter was removed because the cerebrospinal fluid inside the catheter turned into a gel-like consistency within 10-15 minutes of insertion. The catheter is not available for eval.